Event description:
The report indicated that the customer's bg levels had risen significantly within a three hr period, resulting in high bg's (408-412mg/dl) with large ketones. Prior to this rise in his bg's, his levels were "elevated"; he was using meal boluses to counter carbohydrate intake during this time. Over the three hr period where his bg's went high, no carbohydrates had been ingested. As a result of his high bg levels, he visited the emergency room. No info about his ER visit was provided in the report. Additionally, no specific device issue was noted. The pod will be returned for eval.

Manufacturer narrative:
The pod was not returned to the MFR for eval. We are unable to confirm any product malfunction that may have contributed to the customer's high bg levels. No conclusion can be reached at this time. The omnipod user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to high bg levels. The user guide also suggests that the pt always carry extra supplies in case of an emergency.